Event description:
The caller stated that her father was hospitalized due to a virus, which caused his blood glucose levels to go low. While in the hospital, he received a no delivery alarm, so he removed the insulin pump. A day later, once the insulin pump was removed, the patient's blood glucose levels went up to 1300 mg/dl. Patient was treated by being placed on an IV drip. The cause for the hospitalization was dehydration. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.